Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process, and it was stuck on the prime loop. The caller stated that the insulin did not exit earlier than expected, and insulin did not drip out after the motor stops. Advised the customer to revert to back up plan. The customer's blood glucose reading was 230mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed an error during the basic occlusion test as a result of a loose drive support disk.